Event description:
The following event was reported to me from one of our ambulatory clinics: "while getting the med for the patient (pt) mixed for the methylprednisolone sod suc (pf) (solu-medrol) injection 125 mg (lot: 24010861, exp: 4/30/26) with 0.9 sodium chloride 2 ml lot: hy0447, exp: 12/31/2025. We were originally using the blunt needle (lot: 02212040, exp: 10/2/28) with the 0.9 sodium chloride to draw up the fluid and then we changed the blunt need to the monoject blunt fill 18g x1-1/2" to add the fluid to the methylprednisolone sod suc (pf) (solu-medrol) while mixing the two till dissolved. Notice rubber piece sticking out of the blunt needle in the bottle. We then took the needle out of the bottle and got a new blunt needle, place back in the bottle in the same hole as before and there was not any rubber in the new blunt needle. Rubber piece was removed from bottle. Drew up the med into the syringe with the new blunt needle. Set aside the blunt needle, rubber piece, packaging, syringes, and med container in a bag and lock up in the med room. Rubber piece is inside blunt needle attached to 10ml syringe".